Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd received (B)(4) samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage from tubing with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutaine® safety-lok¿ blood collection set had tubing which leaked blood. No injury or medical intervention reported.